Event description:
The angio-seal was deployed in 2000 without reported difficulty. The pt was scheduled for cardiac bypass surgery. One month later while in cardiac rehab, the pt developed claudication and could not walk as far as usual. An arteriogram performed in 2000 revealed an occlusion of the femoral artery at the approximate site of the angio-seal. The pt was scheduled for surgery to repair the blockage.

Event description:
Additional info rec'd from the user facility indicated that the cause of the vessel occlusion was a dissection in the vessel; however, it was not known if the dissection occurred during the deployment of the angio-seal device or during insertion of the regular sheath. The surgeon indicated that the vessel occlusion was not caused by the angio-seal device.